Manufacturer narrative:
Determination of root cause: assessment: tech support assisted the customer via phone. Requested the customer reboot the system and lower and re-raise the n2 level, which resolved the issue. A review of the log file shows the case was interrupted at 3% completion. Prior to the ablation, system message opm 19 was received (check e/v, continue with ok key). Customer continued with ok key and received two other messages, opm 34 (secondary energy too low) and error 21 (secondary energy out of range), after which the surgery was interrupted. The system delivered energy within the defined safe specifications. The energy error was realized as the system detected a need for energy output that was beyond its set parameters at which point the system notified the user and shut down. Conclusion: based on the investigation, the root cause for this reported event was high voltage configuration. (B) (4)

Event description:
Adverse event: interrupted procedure. Malfunction: laser stopped firing, procedure aborted; energy error message. An ophthalmic technician reports the system displayed an error 21 - secondary energy out of range error message immediately after beginning surgery after the flap cut. They were unable to continue. Follow up information provided by the ophthalmic technician indicated the delay was very short, and the surgeon had the flap down until they resolved the issue. The patient was moved to a different laser platform to complete the surgery. The technician stated, on authority from the surgeon, that the surgeon does not feel the patient has suffered harm or injury due to the reported event.